Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that last night when the trial patient took off their shirt, it caught on the tape and it felt like the lead had moved ¿or something¿. It was noted the patient had changed from the right to their left side and wanted to go back to the right side. However, when this was tried ¿it would let us¿. It was advised the patient contact their doctor for the issue. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Health care professional reported they have no documentation that this occurred.